Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was initially evaluated remotely by a philips service technician, and the customers complaint was confirmed. An onsite follow up was required by a third-party service center field service engineer, and the occurrence was confirmed during the evaluation. In conclusion, the device's system board and flow sensor were replaced to address the issue. The device passed all test, and the system meets the specification for the performed service and is returned to use.